Manufacturer narrative:
(B)(4). D10: unknown oxford femoral component, lot unknown. Unknown oxford tibial component, lot unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery on the left knee due to bearing dislocation. Attempts have been made and no further information has been provided.